Manufacturer narrative:
Testing of actual/suspected device: enter investigation findings a getinge field service engineer (fse) was dispatched to customer sight. The customer had ruptured balloon which let blood into iabp. The technician completed full functional and safety tests. All tests passed* returned to customer and cleared for clinical use. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood in the tubing. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11 corrected field: d1, h4.